Event description:
Rn was hanging sterile fluids for central line fluid change when the filtered extension set was found to fill with air despite being primed with fluid. Rn removed filter from primed line, and replaced with a functional filter set prior to attaching to pt.